Manufacturer narrative:
Investigation results: the complaint of black tape on the packaging was confirmed and the cause appeared to be packaging related. Two photographs were provided for investigation. Black splice tape was observed across the external and internal surface of the top web on three unit packages. The top web was not sealed to the bottom web flange where the splice tape was present. The tape prevented a proper seal. As the tape was introduced during the packaging process, the complaint was confirmed, and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva unsterile product. The following information was provided by the initial reporter: customer reported that 3 ea among the 20 ea in a bx have black strip on it. 26 nov describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm or negative outcome other then not being able to use the product due to loss of sterility.